Event description:
It was reported that, "the exeter stem broke. The patient stated that he tripped and then had pain."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.